Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected failed battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with cracked battery tube thread and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. Visual inspection shows no additional up and down button ink coming off anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose level was unknown. Customer reported that insulin pump rejected the batteries and ink came off of the up and down buttons. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.